Event description:
The hospital reportedly dialed in 500ml for tidal volume, and the unit delivered 1400 ml. There was no report of patient involvement.

Manufacturer narrative:
Under (B)(4) law and the (B)(4) data protection act 1998, patient information is considered confidential and will not be released by the hospital. Per 21 cfr 806 ge healthcare has initiated a medical device correction for this issue under FDA reference number z-0009- 2014.